Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the ccm to display a 'disk boot failure insert system disk and press enter' message. The coin battery was removed from the ccm and the voltage was measured to be 0.094 volts direct current (vdc) which is not within specification. A lab use only (luo) coin battery was installed and the unit operated as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up and displayed a hard drive failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.